Event description:
A patient ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2010, the patient was injected with 2.0 ml coaptite, lot 1015255. On (B)(6) 2012, the patient developed urinary tract infection diagnosed by urinalysis. The patient was treated with trimethoprim 100 mg starting on (B)(6) 2012; frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The device history records for lot 1015255 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.